Event description:
It was reported that out of range sensing values were observed on the atrial lead. Lead revision did not yield acceptable values. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.